Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a powerflex 6x40 burst before reaching nominal pressure while in the vessel. There was no reported injury to the patient. The device was properly stored and handled. The device had no issues with balloon or any visible damage upon removal from the package. The procedure was a standard fistula stenosis. The stenosis was greater than 50%. There was no calcium or tortuously in the vessel. The device was not being used to treat a chronic total occlusion (cto). A 50/50 saline/contrast ratio was used in the inflation device. The non-cordis inflation device had no inflation issues with other devices. No resistance/friction while crossing the rotating hemostatic valve. No difficulty advancing balloon advancing the device to the lesion. No difficulty crossing the lesion was noted. The catheter was never in an acute bend or was never kinked. The balloon catheter was removed in one piece. The procedure was completed with a new non-cordis balloon. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a powerflex p3 f5 6x4 80 burst before reaching nominal pressure while in the vessel. There was no reported injury to the patient. The device was stored and handled properly. The device had no issues with the balloon or any visible damage upon removal from the package. The procedure was a standard fistula stenosis. The stenosis was greater than 50%. There was no calcium or tortuously in the vessel. The device was not being used to treat a chronic total occlusion (cto). A 50/50 saline/contrast ratio was used in the inflation device. The non-cordis inflation device had no inflation issues with other devices. There was no resistance/friction while crossing the rotating hemostatic valve or while advancing the device to the lesion. No difficulty while crossing the lesion was noted. The catheter was never in an acute bend or was never kinked. The balloon catheter was removed in one piece. The procedure was completed with a new non-cordis balloon. The device was not returned for evaluation. A product history record (phr) review of lot 82197005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The target lesion was a standard fistula with 50% stenosis. Fistulae are also known to be scarred and fibrous in nature and therefore often resistant to balloon expansion which may also increase the likelihood of damage to the balloon. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.